Manufacturer narrative:
Device manufacture date: 03/2015. Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2016. (B)(4).

Event description:
Complaint received from a distributor reporting a packaging issue with the device. Reporter stated "when we took out the new product of 5.0mm endotracheal tube, we found that the paper bag was broken and the sterile condition was destroyed." Photos provided by the reporter show the paper side of the product primary pack is torn. Reporter stated product was not used.

Manufacturer narrative:
This supplemental report is being submitted as an evaluation was performed on an unused returned sample. After review of the returned product, a discrepancy was found. A non conformance (nc) has been created to address the confirmed issue. Additional training initiatives were implemented for the operators regarding the reported complaint. Product monitoring reviews will monitor for product trends if the issue were to reoccur. No further actions are required at this time and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).